Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was not confirmed and therefore the cause could not be determined. A visual inspection of the sample was performed and found no observable defects. Additional information: a review of all batch record documents was performed with no issues or deviations noted during the manufacturing process.

Event description:
A customer notified baxter corporate product surveillance of one all-in-one empty cont. W/conn(500 ml) in which particulate matter was observed on the inside of the bag in the solution. There was no patient involvement as this was observed after pharmacy filling. No additional information is available at this time. No additional information is available.